Manufacturer narrative:
Further information was requested but not received. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented for clinical follow-up with a pocket infection. The device pocket was noted to redness and discharge. The entire system, including the implantable cardioverter defibrillator, right ventricular leads and right atrial lead, was explanted. The patient remained in stable condition.